Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic), the right ventricular (rv) lead, lead integrity alert (lia), and the impedance on the rv pacing lead was beyond the expected upper range. Analyst commented, lia, rv lia warning occurred for increased sic and 2 or more high rate-non-sustained episodes greater than 220 milliseconds on (B)(4) 2016. Rv pace lead impedance was 4047 ohms on (B)(4) 2016. Sic went up to 2556 (within 1 day).

Event description:
It was reported that during use of right ventricular (rv) lead, lead integrity alert (lia) triggered for high and sudden increase in impedance. The patient experienced inappropriate therapy/shock due to rv lead oversensing of noise. Noise provoked via isometric troubleshooting. It was reported suspected rv lead fracture, and an implantable cardioverter defibrillator (ICD) connection issue due to a header and/or setscrew issue. The rv lead was planned for explant, and the ICD remains in use. Approximately, two weeks later a device check was performed the operator could see the end of the rv lead pin through the can. A pull check on the rv lead to demonstrate that the lead was fixed in the header. High voltage impedance was steady. The rv lead was capped and buried, and remains in the patient, and new lead was inserted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.